Event description:
It was reported that a em2400 valve set had foreign matter at an unspecified location. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the actual device was received for evaluation. The valve set was contaminated, and no visual inspection was performed. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.